Event description:
As reported, an empira balloon catheter (nc rx ptca 12 x 3.50) would not deflate normally and could not retract through the sheath. After inflation to 18 atmospheres (atms) the balloon burst. Surgical intervention was required to remove the device. There was a reported injury to the patient. The device was clinically used and will be returned for analysis. The target lesion was the anterior descending artery, simple lesion. The lesion was described as having 90% stenosis. There was no difficulty removing the product from the hoop. There was a little difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. Kinks or other damages were not noted prior to inserting the product the product into the patient. The device prepped normally. The contrast media being used was a non-cordis product. The contrast to saline ratio was 1:1. The inflation device used was a non-cordis device. The same indeflator used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon did not inflate normally. The maximum inflation pressure prior to attempting withdrawal was 18 atmospheres (atms). The balloon maintained pressure during inflation. The balloon did not seem to ¿stick¿ to a stent. The balloon did not re-wrap properly. The balloon catheter did not kink while being used. The current status of the patient is normal, discharged from hospital. Pursuant to the FDA code of federal regulations, cordis is an importer of empira nc rx ptca balloon dilatation catheters, a distributed product made by creganna. Therefore, cordis is required to report all complaints of deaths and serious injuries to the FDA associated with this product.